Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on helix/lobe mechanism (sleeve head), there was blood in/on helix/lobe mechanism, a tip seal observation, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt the lead was difficult to position. The lead was removed and replaced. No patient complications have been reported as a result of this event.